Event description:
It was reported that during a procedure, the console shut down, and the procedure was not completed due to this event. The patient and procedure outcome are unknown. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.